Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
An explanted lead was returned and analyzed. The analysis was completed on 09/23/2013. Abraded openings were noted on the inner and outer silicone tubing. A break was identified at the end of the positive and negative lead coil. Scanning electron microscopy images of both coils suggest a stress-induced (fatigue) fracture has occurred at the end of the coils. Also, the positive and negative coils have what appears to be wear in the vicinity of the break. The negative coil has what appears to be voids in the vicinity of the break in two strands. No obvious adverse effect was identified on the device performance as a result of this condition. Also, the negative coil has what appears to be a stress-crack in one strand in the vicinity of the broken end. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations, typical wear and explant related observations, no other anomalies were identified in the returned lead portion. The reason for explant was reported in MFR. Report # 1644487-2013-02921. Review of programming history shows that the patient¿s device was disabled on (B)(6) 2006. There is no record of the device being programmed back on.